Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305916 batch no.: 1054910 it was reported that safety mechanism broke off of the needle inside of the cap. Is device retained: yes number of devices: one, just kept the cap as was unable to cover the needle.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary three pictures of 25x1 safetyglide needles (p/n 305916) were received and evaluated. Two pictures showed an unknown syringe with attached cannula needle separated from the safety device mechanism which remained inside the needle shield. The third picture showed the safety mechanism inside the needle shield without the needle attached. The observed condition was non-conforming per product specification. Potential root cause for broken safety mechanism defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Since no physical samples were received for analysis a potential root cause could not be defined. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305916; batch no.: 1054910. It was reported that safety mechanism broke off of the needle inside of the cap. Is device retained: yes. Number of devices: one, just kept the cap as was unable to cover the needle.